Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device has not been returned to olympus medical systems corp. (Omsc) but was returned to the service department of olympus europe se & co. Kg (oekg) for evaluation. The service department of oekg checked the subject device and it was found the image of the subject device was coarse which occurred due to the splitting camera cable of the subject device. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined. However based on the report of the service department of oekg, omsc surmised that the reported phenomenon was attributed to poor communication between the subject device and the video processor which might have occurred by moisture entered through a split in the camera cable and destroyed the electronic circuit. The camera cable split might have occurred when the subject device was stored or reprocessed, together with tweezers, forceps, scalpels, etc. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
The subject device is planned to be returned to olympus but has not been returned to olympus yet. Therefore, olympus could not investigate the subject device. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that the image of the subject device was not displayed at the unspecified timing. The user also reported that another camera head was worked fine with the same set of equipment which was used when the subject device was connect with. There was no report of patient injury associated with the event.